Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the surgeon was dry firing the first clip prior to use on the patient. The initial clip did not fire from the device and the device locked out. The device did twist when it was torqued. The rep said the clip jammed in the applier and would not release for the dry firing. After the procedure, they tapped on the device and when they opened the device the clip fell out and looked like one side formed sideways. There was no unusual noise heard. There was no patient consequence reported.